Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A customer reported that a yukon screw fractured at the neck post-operatively. Revision surgery has not taken place nor been scheduled. No adverse consequences were reported.